Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4).

Event description:
It was reported that a flow study was planned for (B)(6). One week later, it was reported that the patient was experiencing continued spasms despite a 60% increase in the flow rate since the prior april. The catheter access port was accessed, but the physician was unable to aspirate more than a few drops of fluid. The catheter was traced from the pump to the spine. It was stated that what appeared to be a full catheter fracture was visualized at l3-l4 with the intrathecal aspect of the catheter having slid down to the bottom of the intrathecal sac. It was indicated that the patient would have a CT scan to verify. The device system was used to deliver gablofen. Two days later, it was reported that the patient was going to have a revision.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
Additional information was received. It was reported that the cause of the event was a catheter fracture with a free catheter fragment. There appeared to be a discontinuity in the pump tubing in the posterior midline back at the level of l3-l4. The appearance was suspicious of a fracture of the pump tubing. There appeared to be a free catheter fragment within the lumbar and sacral spinal canal. It was stated that the CT scan had seen the catheter fracture at l2-3 and the 28cm fragment at t8-10 to s1. It was indicated that the catheter was replaced. Fifteen days later, it was reported the patient had experienced increased spasticity. It was noted that a dye study had been performed. At the time of report, there was no patient injury.